Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same patient (reference 825034-2015-03053 / 03055 & 2016-04094).

Event description:
It reported that patient underwent a right hip revision procedure approximately seven years post-implantation due to elevated metal ion levels. During the procedure, the acetabular cup, modular head and taper adapter were removed and replaced.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2015 due to elevated metal ion levels. During the procedure, the liner would not lock into the acetabular cup. Another liner was used to complete the procedure. The acetabular cup, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that the onset of hip pain began on an unknown date in 2013. Concomitant medical products - taperloc femoral stem catalog#: 103207 lot#: 220990, magnum femoral head catalog#: 157450 lot#: 468360, magnum taper adapter catalog#: 139258 lot#: 598590. Customer has indicated that the product will not be returned to zimmer biomet for investigation. DHR was reviewed and no discrepancies were found.

Event description:
It was reported that patient underwent a right hip revision procedure approximately seven years post-implantation due to metallosis, elevated metal ion levels and pain. During the procedure, clear yellow fluid, stained tissue, pseudotumor formation and osteolysis were noted. The femoral head, taper adapter and acetabular cup were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2015-03053 & 03054 & 03055).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.